Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the right atrial (ra) lead exhibited undersensing and appeared to result in inappropriate atrial pacing and false termination of atrial tachycardia/atrial fibrillation (at/af) events noted on current and stored electrograms (egm).

Manufacturer narrative:
Concomitant medical devices: dtba1d1 crtd. Implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the healthcare facility due to chest pain. Review of device data revealed that during use of the right atrial (ra) lead possible intermittent atrial under sensing was noted on stored electrograms, appears to be interfering with mode switch. The ra lead remains in use. No further patient complications have been reported as a result of this event.